Manufacturer narrative:
Concomitant products: product ID: 3587a25, lot# n279946, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a25, lot# n279946, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a25, lot# n279946, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a25, lot# n279946, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the implant failed which meant that the prior battery was removed due to a non-specified reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's non-rechargeable ins only lasted 10.5 months, which is why it was replaced with a rechargeable device. Caller stated the patient had been programmed with all 16 contacts being active, but caller did not have further details regarding this issue. The ins was replaced on (B)(6) 2014. No further complications were reported/anticipated.